Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination of the returned device does not confirm the reported cracking, but did find scratches/gouges present. The investigation attributed the root cause to unintended user error and the need for corrective action was not indicated. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary

Event description:
Email received from cssd department to notify of broken instruments. This list provided outlines the list of instruments and codes. The femoral trial was found to be cracked upon investigation. No patient consequences or surgical delays reported.